Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant (tsvb10) was returned for investigation. Visual inspection of the returned product identified significant bone residue surrounding the external threads and the body of the implant. The neck and collar of the implant were heavily damaged and found to be fractured. The implant was located at tooth #31 (universal) and was implanted in the patient's mouth for approximately 10 years. The customer provided a photograph of the reported event. The photograph reveals the implant fracture. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16. Information identified: contraindications, warnings, precautions, breakage. Per the applicable IFU, under section breakage, implant fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was fracture implant. The reported complaint was confirmed as the implant was fractured at the collar. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the (tsvb10) implant fractured. The implant was subsequently removed.